Manufacturer narrative:
Additional information: d9 - product return. H3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: two large and two small fragments of a ceramic femoral head and one large fragment of a ceramic insert were submitted for investigation. The components were sent to the manufacturer ceramtec for examination. The following examinations were carried out: - identification - density and grain size - description of the fragments provided: reconstruction, metal transfer, fracture surface. The density of the femoral head and of the insert was analysed and found to comply with the delivery specification for biolox®forte components. The microstructure as obtained from the quality documents of both components meets the requirements as specified at the time of production, too. There is no indication of any pre-existing material defect. Secondary metal transfer patterns can be located on the insert and on the fragments of the femoral head as a result of contact with metal parts and or surgical instruments. Femoral head: the expected primary metal transfer cannot be found equally distributed on the conical bore surface of the femoral head. However, the primary metal transfer cannot be evaluated sufficiently due to secondary surface deterioration. Due to secondary damage and missing fragments, the primary fracture surface and the fracture origin cannot be identified. Insert: primary regular metal transfer can be found with varying intensity on the taper of the insert. However, due to the large portion of the taper region that is missing, the primary metal transfer cannot be evaluated sufficiently. Metal abrasions on the polished surface of the ceramic insert indicate an intensive contact with the metal stem after the fracture event of the femoral head. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number, 51482992. For lot number 51484943, there were six similar complaints. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. No conclusion can be drawn which of the two, femoral head or insert, broke first. Based on the provided fragments, no conclusion can be drawn regarding a possible cause for the fracture of the femoral head and the insert. Based upon the investigation results, a CAPA is not required.

Event description:
Other leading material (not sold to us): nh102 - sc/msc ceramics insert 32mm 48/50 sym. (Aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nj107 - biolox prosthesis head 8/10 32mm m. According to the complaint description, postoperatively there was damage to the ceramic bearing surface. This occurred after approximately 17 years. The liner and head were to be replaced during the revision. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: nj107 - aesculap ag reference no: (B)(4). Other leading material (not sold to us): nh102 - sc/msc ceramics insert 32mm 48/50 sym. (Aesculap ag reference no. (B)(4).